Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and stated the insulin pump alarmed no delivery during a bolus. Customer's blood glucose was 302 mg/dl, which was treated with manual injection. The no delivery alarm was reportedly resolved with a complete set change and troubleshooting could not be peformed.